Event description:
Gloves applied per tech for procedure-- "cuff" portion of gloves ripped and tattered. Good works- performance pro (bosma) size- medium lot # 72-50602 manufacture : an (B)(4) 25-01-26.